Manufacturer narrative:
Na

Event description:
It was reported that the device had a bad circuit. The patient felt tingling and the device was found to have output leakage. The device shocked once, but would not shock again. Analysis of the ICD found that output damage was caused by a lead short to the ICD can during hv therapy delivery.